Event description:
This male pt had one cypher stent implanted in his rca in 2003 without complication. Subsequently, the stent became clotted, and the pt suffered a late stent thrombosis and myocardial infarction. The pt had to undergo re-stenting in 2005. The pt has suffered heart muscle damage, and a reduced ejection fraction.

Manufacturer narrative:
This male pt had one cypher stent implanted in his rca without complication. Subsequently, the stent became clotted, and the pt suffered a late stent thrombosis and myocardial infarction. Treatment included additional pci. As reported, the pt has suffered heart muscle damage and a reduced ejection fraction. No product could be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and myocardial infarction are potential adverse events associated with coronary artery stenting. Without additional info, it is not possible to determine what factors may have contribute to this event.